Event description:
Per the clinic, the patient underwent multiple surgeries (dates not reported) to excise overgrowth of skin tissue around the implant site.

Manufacturer narrative:
(B)(4): implanted device remains.